Manufacturer narrative:
Evaluation: the reported condition of failure code 812:02 was confirmed through the event history but not duplicated due to a faulty pump head module. The pump head module was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. This device utilizes user interface module master software version 8.11.00 categorized as unremediated. (B)(4)

Manufacturer narrative:
The device has been requested to be returned for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4)

Manufacturer narrative:
Additional information: similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition. (B)(4)

Event description:
This is a report from baxter (B)(4) of a colleague infusion pump in which the device alarmed failure code 812:02 and stopped. The nurse disconnected the pump to look for a replacement, but another pump was not found so the patient was re-connected to the pump, the alarm was cleared, and the pump worked. No patient injury or medical intervention occurred. No additional information is available.